Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the issue. Physio downloaded the device's electronic records from the event for review and found the device recorded high impedance. Physio replaced the therapy connector assembly as a precaution and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device continually prompted the user to connect electrodes when analyzing the patient during a cardiac arrest call. The customer reported to physio that they were using heartsync, third party brand electrodes, during the event. After a 4 minute delay another device, a physio manual defibrillator/monitor was brought to the scene and medical personnel delivered shocks. The patient, a (B)(6) female, did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device continually prompted the user to connect electrodes when analyzing the patient during a cardiac arrest call. The customer reported to physio that they were using heartsync, third party brand electrodes, during the event. After a 4 minute delay another device, a physio manual defibrillator/monitor was brought to the scene and medical personnel delivered shocks. The patient, a (B)(6) female, did not survive the event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that their device continually prompted the user to connect electrodes when analyzing the patient during a cardiac arrest call. The customer reported to physio that they were using heartsync, third party brand electrodes, during the event. After a 4 minute delay another device, a physio manual defibrillator/monitor was brought to the scene and medical personnel delivered shocks. The patient, a 56 year-old female, did not survive the event.